Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an rf telemetry anomaly and would not connect with transmitters. Firmware download successfully restored the rf telemetry.